Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. Patient reported it has been more difficult to locate ins to charge. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the cause of the difficulty locating ins to recharger was determined, patient stated yes, it was the external charged. It was noted the difficulty locating ins to recharge had been resolved. No further complication and no symptoms were reported.